Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual inspection of the catheter showed blood inside the balloons. Smart chip verification indicated that the catheter was used for 24 injections. Also, a system notice occurred indicating that the refrigerant delivery path was obstructed (sn (B)(4)) when the catheter was connected to the console. A dissection / pressure test showed a guide wire lumen kink and breach 1.40 inches from the tip. The injection tube and guide wire lumen were covered with dried blood. In conclusion, the reported fluid in the catheter issue was confirmed. The catheter failed the return inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical cable, electrical umbilical cable and auto connection box were replaced. Additionally, the patient and device was grounded but the issue persisted. Then, the balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The device was returned to the manufacturer, analyzed, and tested out of specification.